Event description:
The viabahn stent was placed in the patient by the doctor. As the nurse was pulling the string to deploy the stent, it felt tighter than usual and then broke completely. The stent was only 90% deployed. Interventional radiology staff called the manufacturer, who instructed us to cut the catheter and pull the string from there. The stent deployed completely when the string was cut and pulled again.====================== manufacturer response for endoprosthesis, viabahn======================they are conducting an inquiry into the device failure and are requesting the device be returned for evaluation.